Event description:
During a paroxysmal atrial fibrillation procedure, it was reported that the temperature limiter error was displayed on the stockert as soon as rf delivery began. Ablation was able to be done without an issue for some time. The temperature was 38 degrees in stand-by mode. Troubleshooting was performed to resolve the issue: the ablation cable was exchanged multiple times, verified the proper catheter selection on stockert and replacing the stockert. When the celsius¿ thermo-cool¿ electrophysiology catheter was exchanged, the error did not return. While exchanging the catheter, char was found on the tip. The char was cleaned off and the original catheter was able to be use. The procedure was completed successfully with no patient consequences. Based on the available information, as char was found in the catheter (unknown size or amount), it was determined for this complaint to be reportable due to the potential risk to the patient.

Manufacturer narrative:
As the lot # 15980561m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).